Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during use, leakage was found when emptying with an ordinary straight-insert syringe, and the joint was found to be cracked. Additional information received by the customer: please confirm whether the affected samples are mz1000 or mz1000 china? Mz1000 china please confirm how the fault is identified? In the morning, the clinical teacher used zhongbaokang to prefill and seal the tube normally, and no abnormality was found (the teacher mentioned it. Because zhongbaokang is a luer connector, it wrapped the connector during use, and it may have cracked at the time, but no leakage was found); later at noon, a 10ml straight-insertion syringe was used to draw empty, and leakage was found. The product was subsequently removed, cleaned and packaged, and the distributor was contacted the next day and informed me. During the prefilling process (empty draw), it was found that the patient infused 1l in the morning please confirm the brand and model of the connected product? Zhongbaokang prefill, and an ordinary straight-insertion syringe please confirm what substance was being infused when the incident occurred? Oncology chemotherapy was the patient harmed? Was there a leak? No harm.

Manufacturer narrative:
Investigation result: one mz1000 china sample was received without packaging for investigation; some residual blood was present in the connector. The customer reported that the affected sample was from lot 24075104 and that "during use, leakage was found when emptying with a normal straight-insert syringe, and the joint was found to be cracked." Additional information confirmed that the sample was connected to a "zhongbaokang" luer connector and an unknown 10ml straight-insertion syringe. The returned sample was subjected to pressure testing using a 50ml bd plastipak syringe; which identified leakage from the component. Upon closer inspection, the source of the leakage was a hairline crack at the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.